Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the lead was noted to be dislodged. A revision procedure was performed and the lead was successfully repositioned. The patient was in stable condition.